Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for failure analysis evaluation. Failure analysis investigation found the instrument had an exposed blade and bio debris exhibited on the knife slot. The instrument was placed on an in-house system and failed self check on the first attempt. After aligning the blade, the instrument passed the self check. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure the endowrist one vessel sealer instrument was not functioning properly and the patient experienced bleeding. Per the information provided, there was no harm or adverse event as a result of the reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument was not working properly. When the instrument was removed, it was noticed that the patient was experiencing bleeding. It was unknown if the endowrist one vessel sealer instrument caused the reported bleeding. The doctor used a clip applier to control the bleeding and there was no report of any patient harm, adverse outcome or injury.